Event description:
A customer contacted beckman coulter inc. (Bci) in regards to intermittent erroneously high rbc, mcv, and platelets patient specimens without instrument (coulter lh 750 analyzer) generated flags. Only one patient specimen was provided. The result was flagged with an operator-definable h&h check failure flag. The specimen was rerun on the same instrument and lower rbc, hct, and platelet results were obtained. The erroneous results were not reported out of the lab. No death or injury been reported and patient treatment was not affected by this event.

Manufacturer narrative:
The sample was collected in 5ml bd vacutainer tube. The instrument is within qc within specification with respect to controls (accuracy) and reproducibility (precision). Controls are run once every 24 hours and were within assay limits pre and post the event. A bci field service engineer (fse) replaced rbc diluent dispenser pump a clear root cause can not be determined for this event.